Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The target lesion was located in the moderately tortuous and mildly calcified brachial artery. A 7.0 x 80, 75cm mustang balloon catheter was selected for use to predilate the lesion. Upon the second inflation, the balloon ruptured at 20 atmospheres. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A visual and microscopic examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched along the main body of the balloon and measured 8cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left brachial artery. The target lesion was located in the moderately tortuous and mildly calcified brachial artery. A 7.0 x 80, 75cm ¿ balloon catheter was selected for use to predilate the lesion. Upon the second inflation, the balloon ruptured at 20 atmospheres. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported.